Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 18 (max take-up revolution exceeded)" was confirmed based on both archive data review and during functional testing. The root cause of the ua18 advisory messages was determined to be defective load cells, likely attributed to mishandling such as a drop or defective components. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. The archive data review showed multiple ua18 (max take-up revolution exceeded) advisory messages around the customer's reported event date; thus, confirming the reported complaint. Functional testing could not be completed as the autopulse platform failed to execute the lifeband take-up and displayed the user advisory (ua) 18 (max take-up revolution exceeded); thus, confirming the reported complaint. User advisory 18 occurs when the driveshaft has traveled past the maximum number of allowed revolutions without detecting a patient. When the user presses the start button, the driveshaft turns and tightens the lifeband around the patient's chest. The take-up position is achieved when the load cell modules sense an additional 6 lbs. Of load compared to the pre-take-up load. The load cell characterization test results on this platform confirmed that both load cell modules were defective, which caused the reported ua18 advisory messages. Following service, including the replacement of both load cell modules, a load cell characterization test was performed again and confirmed both cell modules were functioning within the specification. A brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was then subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4). According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (s/n (B)(4)) was used in an attempt to resuscitate a (B)(6)-year-old female patient in cardiac arrest. The cause of the cardiac arrest was presumed cardiac, and it was not witnessed. The duration of the cardiac arrest before the arrival of the ems is unknown. After the patient was placed on the autopulse platform, the lifeband retracted and tightened on the patient's chest but then released shortly afterward, and the platform displayed user advisory (ua) 18 (max take-up revolution exceeded). The crew re-adjusted the lifeband and ensured that the patient was properly aligned on the platform. During the 20 seconds of troubleshooting, the ems crew provided manual CPR. A new lifeband was used on the platform, but the issue persisted. The ems crew removed the patient from the platform and performed manual CPR for 50 minutes. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead in an emergency department. As per the customer, the patient's death was not related to the autopulse system. After the patient call, the customer replicated the issue again while testing the autopulse platform with their mannikin training equipment. In an attempt to clear the ua18 advisory message, the customer reset the lifeband, changed the lifeband, turned the autopulse platform on and off, replaced the battery, and changed the manikin. However, the reported issue persisted.